Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer spouse that the customer had high blood glucose and insulin pump received a cal error. The customer's blood glucose ranged from 375mg/dl-405mg/dl. The customer also had issues with sensor.